Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (striped image appears when using 180 series endoscope) likely occurred because more than 6 years have passed since the subject device was manufactured, and the parts on the patient board deteriorated due to repeated use over time. In addition, there was a design change addressing the operational amplifier failure. Devices included in this design change were shipped beginning in june 2018. The subject device of this report was manufactured prior to the design change (see h4). Based on the results of the legal manufacturer's investigation, the phenomenon (video connector lock failure) likely occurred because more than 6 years have passed since the subject device was manufactured, and the lock of the video connector socket was worn due to repeated use over time.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a worn-out lock latch was found on the video connector, causing the loss of image when the pigtail was wiggled. A faulty patient board set was also found, causing the reported issue. In addition, the software version was updated and the distorted video static was confirmed. No issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported grainy image and distorted video static on a video system center. The issue occurred during preparation for use of the device. There was no patient involvement or injuries reported. No additional information has been obtained.